Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-02099. It was reported that a pericardial effusion with tamponade occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. The 21 mm watchman ® laa closure device and delivery system was used with a watchman® access system. Three partial recaptures were performed and the closure device was successfully implanted. There were no leaks or effusion. Patient remained stable during the entire procedure. Three hours post procedure the patient experienced low blood pressure and a pericardial effusion was noticed. The patient became un-responsive, a pericardiocentesis was performed and they removed 250 milliliters of fluid. Post tap the patient started to tamponade and they were able to perform cardiopulmonary resuscitation (CPR) and resuscitate her. The patient symptoms resolved and they are currently doing well.